Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 36 mg/dl with cognitive impairment. Patient was treated by emergency medical services with IV glucose. This complaint is being reported because a patient experienced hypoglycemia and the pump could not be ruled out as a cause of /contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) /2017 with the following findings: review of the black box data revealed the data from the time of the event had been overwritten due to continued patient use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was powered on and exercised for 24 hours without issue. The pump passed delivery accuracy testing and was found to be delivering accurately and within required range. Investigation did not duplicate the complaint. (B)(4).